Event description:
Information received indicates the bed functions do not work. The hydraulic pump runs but there is no movement.

Manufacturer narrative:
Hill-rom technical support recommended that the facility's maintenance check the coil wires and the connection at the power control module. The facility has not returned hill-rom's attempts to determine the resolution to the alleged malfunction.